Manufacturer narrative:
Synopsis of the final image for sample on crrs IV, lot k246 is as follows:cell#/well# rx strength donor cell # typing visual interp. 1 / e2 19 b3695 k+k+ visually negative well, with a slight fuzzy. Background 2 / f2 6 c3628 k=k+ visually negative well. 3 / g2 6 n3074 k=k+ visually negative well. 4 / h2 3 e641 k=k+ visually negative well.synopsis of the final image for repeat teting of sample on crrs IV, lot k246 is as follows:cell#/well# rx strength donor cell # typing visual interp. 1 / a2 56 b3695 k+k+ moderate red cell adherence. 2 / b2 6 c3628 k=k+ visually negative well. 3 / c2 6 n3074 k=k+ visually negative well. 4 / d2 8 e641 k=k+ visually negative well.confirmed the reactivity of the k antigen on retention crrs I and ii, lot k246 with anti-k.

Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready-screen IV (crrs4) on the galileo. The patient had a history of anti-kell. Repeat testing showed 2+ reactivity. No adverse event occurred as a result of the unexpected negative reactivity.